Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Review of 3mensio images provided by the site showed the patient had tortuous access vessels. A photo of the device showed the strain relief of the sheath was perforated with 2 holes, as it was likely due to the valve strut caught within the sheath. DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection could not be confirmed. However, the damaged valve frame may have been a contributing factor for the event. The complaint was unable to be confirmed as the device and/or relevant imagery were not returned. Due to the unavailability of a returned device (valve), presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the report, there was extreme resistance advancing the commander ds and valve through the esheath. After the valve passed through the esheath, a flared strut on the distal end of the valve that looked like, ¿a hook¿ was observed. Additionally, there were some scratches on the sheath, which indicated a calcified access vessel. Per imagery review, the patient had tortuosity access vessels. The presence of calcification and tortuosity in the access vessels can create a challenging pathway during the valve and delivery system insertion through the sheath, and it leads to high push force/resistance as reported. If excessive force was applied to overcome the high resistance, it can lead to valve struts catching within the sheath and protruding through the sheath shaft. These procedural conditions, in conjunction with the exposed apices of the crimped thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. The complaint for ¿frame ¿ damaged-during use¿ was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment and CAPA was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, there was extreme resistance advancing the commander ds and valve through the esheath. After the valve passed through the esheath, a flared strut on the distal end of the valve that looked like a hook was observed. The operator attempted to pull the valve back into the sheath and withdrawal everything as a system. However, the attempt was unsuccessful due to the flared strut. The operator did not want to pull the valve back through the sheath and possibly damage the artery, so the valve was deployed in the aorta. After valve deployment a perforation was observed and a covered stent was used to seal the aorta. The perforation was covered and flow was restored. A second 26mm sapien 3 ultra valve was prepped and successfully implanted. The patient was stable after the case. The access vessel mld was 7.4/8.6, was not very torturous, and not much calcification. The vessel was not pre-dilated. There were some scratches on the sheath. The loader was able to be fully inserted into the sheath/sheath housing. It was unknown if the sheath was inserted at a steep angle. The delivery system was just past the sheath housing when the difficulty was experienced. The delivery system was in default position during insertion.